Event description:
It was reported that a review of reports for this cardiac resynchronization therapy defibrillator (crt-d) was requested. Technical services (ts) reviewed the data and discussed there were extra signals on the right ventricular (rv) and shock electrograms (egms), suggestive of possible oversensing. Ts was unable to conclusively determine what these signals were and noted there had been no other stored episodes since (B)(6) 2026. Ts recommended bringing the patient in to evaluate the rv lead. This crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.